Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexpected high blood glucose levels. The blood glucose reading was 403mg/dl, which the customer treated with a bolus. The customer called regarding a calibration error; advised the customer on proper calibration protocol. Advised her to monitor and to call back if any issues recur. Nothing further reported.